Event description:
Hamilton medical ag received the following event description: the device alarmed with tf 5507. No patient involved.

Manufacturer narrative:
Hamilton medical ag number: (B)(4) investigation ongoing.

Manufacturer narrative:
Hamilton medical ag reference number:(B)(4). Follow-up 1: device evaluation hamilton medical ag received the log files of the device for analysis. Upon review of the log files , the respective tf 5507 occurred on september 18, 2024, as mentioned by the customer. The event is considered reportable as if such event were to recur during ventilation, the therapy might be affected and therefore a potential deterioration in the patient' s state of health cannot be excluded. The service technician conducted troubleshooting and identified the root cause as a defective sensor board. Consequently, the defective sensor board was replaced. Following the replacement, a full service was carried out. Device passed all checks and calibrations including electrical safety test and was returned back into use.